Manufacturer narrative:
Concomitant products: addr01 ipg implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high thresholds and high impedance. The implantable pulse generator (ipg) programmed to max outputs. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.